Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had been hospitalized on (B)(6) 2016 for diabetic ketoacidosis (dka). No further information was provided. This complaint is being reporter due to the allegation of inaccurate delivery and because the patient developed dka.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed all delivery accuracy testing. The available total daily dose history indicated the pump was delivering at the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.